Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 4.9 mmol/l (88.2 mg/dl) while wearing the pod on the leg for between 37 and 48 hours. The patient was treated with a glucagon injection and ate something sweet at home prior to the hospital visit. The patient was placed on observation and no further treatment was provided at the hospital. The patient was released after 9 hours.